Event description:
It was reported that, "patient was dislocating 15 years post primary hip surgery. All components were stable. So, surgeon revised to a constrained liner."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.